Manufacturer narrative:
Investigation description. No abnormal wear or damage to exterior of the device. Device powered on successfully after being placed on a charging pad. Alert 65 was present in the notifications menu and remained after a device restart. The alert volume was adjusted in the ¿volume¿ menu, but no sound was produced. The root cause of the lack of audio output and alert 65 was identified as a faulty speaker. The reported complaint was confirmed and duplicated.

Event description:
It was reported that the ilet displayed alert code 65 after multiple restarts, consistent with an audio over/under current malfunction, and a replacement device was arranged while the user continued to monitor the current device. Symptoms included no reported adverse clinical effects. Outcomes included no hospitalization, no medical intervention, and no long-term health impact. Investigation included a review of device function based on user report and initiation of device replacement procedures. Investigation of this case revealed a suspected device hardware or component malfunction affecting the audio subsystem. It was concluded that the event involved a device malfunction without patient injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.